Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope had poor water supply. The issue was found during inspection for use during a diagnostic procedure. During evaluation, the following reportable issue was found: foreign material inside the nozzle. The procedure was completed with same set of equipment. There was no use of an implant device. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, the adhesive on the bending section cover was chipped and cracked, due to clogging of nozzle, water removal ability did not meet the standard value, scope cover and control unit had discoloration, due to wear of angle wire, the play of up down knob was out of the standard value. And the following was scratched: switch 2, switch box, plastic distal end cover, connecting tube, scope cover unit, suction connector, protector of universal cord on control section side, universal cord, image guide protector, grip, scope cover, forceps elevator lever, forceps elevator knob, up down knob, right left knob, control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning, air and water was supplied to the air/ water nozzle, it¿s unknown if the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing.